Event description:
It was reported via report work order that the caster horn was bent which could effect stability and maneuverability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.